Event description:
Pt was burned during set-up procedure of valleylabs surgical generator. During setup, bipolar forceps were lying on pt. When bipolar forceps were connected to generator, the generator delivered power and pt was burned.